Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced abscess, intercutaneous fistula, adhesions, pain, mesh erosion, mesh infection, and tissue loss. Post-operative patient treatment included revision surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt.  Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, abscess, interocutaneous fistula, adhesions, pain, mesh migration, erosion, mesh infection, tissue loss, and open wound. Draining from the fistula caused nutritional deficiencies, causingthe client to become severely malnourished with a weight of 83 pounds. Post-operative patient treatment included incisional hernia repair, incision and drainage of abdominal wall abscess, debridement of abdominal wall necrotic tissue and fistula, extensive lysisof adhesions, resection of fistula, small bowel resection, infected mesh removal, recurrent incisional hernia repair, and open wound vac.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced inflammation, foreign body giant cell reaction, fluid collection, obstruction, seroma, sepsis, recurrence, abscess, interocutaneous fistula, adhesions, pain, mesh migration, erosion, mesh infection, necrotic tissue, purulent discharge, clear cloudy fluid, tenderness, swelling, nausea, vomiting, and open wound. Draining from the fistula caused nutritional deficiencies, causing the client to become severely malnourished with a weight of 83 pounds. Post-operative patient treatment included medication, CT scan, exploratory laparotomy, enterotomy repair, 5cm bladder repair with 2 layered closure, abdominal washout, bilateral component separation, abdominal reconstruction, incisional hernia repair, incision and drainage of abdominal wall abscess, debridement of abdominal wall necrotic tissue and fistula, extensive lysis of adhesions, resection of fistula, small bowel resection, infected mesh removal, recurrent incisional hernia repair, ostomy bag, placement of PICC line, extended hospitalization, tissue debridement, and open wound vac.

Manufacturer narrative:
Additional info: a4, b5, b7, d8, e1 (facility name, street, city, region, postal code), h6 (patient codes, imf codes). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, abscess, intercutaneous fistula, adhesions, pain, mesh migration, erosion, mesh infection, necrotic tissue, purulent discharge, clear cloudy fluid, tenderness, swelling, nausea, vomiting, and open wound. Draining from the fistula caused nutritional deficiencies, causing the client to become severely malnourished with a weight of 83 pounds. Post-operative patient treatment included incisional hernia repair, incision and drainage of abdominal wall abscess, debridement of abdominal wall necrotic tissue and fistula, extensive lysis of adhesions, resection of fistula, small bowel resection, infected mesh removal, recurrent incisional hernia repair, ostomy bag, placement of PICC line, extended hospitalization, tissue debridement, and open wound vac.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, abscess, intercutaneous fistula, adhesions, pain, mesh migration, erosion, mesh infection, necrotic tissue, purulent discharge, clear cloudy fluid, tenderness, swelling, nausea, vomiting, and open wound. Draining from the fistula caused nutritional deficiencies, causing the client to become severely malnourished with a weight of 83 pounds. Post-operative patient treatment included incisional hernia repair, incision and drainage of abdominal wall abscess, debridement of abdominal wall necrotic tissue and fistula, extensive lysis of adhesions, resection of fistula, small bowel resection, infected mesh removal, recurrent incisional hernia repair, ostomy bag, placement of PICC line, extended hospitalization, tissue debridement, and open wound vac.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, abscess, interocutaneous fistula, adhesions, pain, mesh migration, erosion, mesh infection, necrotic tissue, purulent discharge, clear cloudy fluid, tenderness, swelling, nausea, vomiting, tissue debridement and open wound. Draining from the fistula caused nutritional deficiencies, causing the client to become severely malnourished with a weight of 83 pounds. Post-operative patient treatment included incisional hernia repair, incision and drainage of abdominal wall abscess, debridement of abdominal wall necrotic tissue and fistula, extensive lysis of adhesions, resection of fistula, small bowel resection, infected mesh removal, recurrent incisional hernia repair, and open wound vac.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.